Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions on resetting the pump, and after the reset, the malfunction did not recur. The customer continued to use the pump for insulin therapy.